Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer, via a patient support program, concerned a (B)(6) year old male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (humalog mix 75/25) 25 units three times a day, via a cartridge and reusable humapen luxura pen device, for the treatment of type 2 diabetes mellitus, beginning on an unknown date in (B)(6) 2014. Since an unknown date, recent to reporting, the patient did not realize he was not really applying insulin lispro protamine suspension 75%/insulin lispro 25% due to a needle clog (product complaint (B)(4)/ lot unknown)). As a result, the patients glucose levels increased to 500 mg/dl and he was hospitalized on (B)(6) 2014, two days prior to reporting. Corrective treatment included administration of insulin lispro protamine suspension 75%/insulin lispro 25%. The physician related the event to lack of supply of insulin. No additional information was reported. The patient was to be discharged on (B)(6) 2014. The outcome of the events was unknown. Therapy with insulin lispro protamine suspension 75%/insulin lispro 25% cartridge was continued as of (B)(6) 2014. The patient was the user of the device since (B)(6) 2014. Suspect use since (B)(6) 2014. The training status was not provided. The return of the device was not expected. The reporting consumer did not provide an opinion of relatedness. Update (B)(4) 2014: additional information was received on (B)(4) 2014. It was confirmed the patient was visited by a diabetes educator from a patient support program (psp), thus updated the case source from spontaneous to post-market study. Added: psp reporter contact information. Updated suspect product insulin lispro protamine suspension 75%/insulin lispro 25% to a study drug, updated the causality of the events from not reported to no, and updated the narrative with the new information. Update (B)(4) 2014 : upon review of the source information from (B)(4) 2014 from the global product complaint database. New product complaint ((B)(4)) was created. Updated product tab for humapen luxura and updated the narrative with the change. The medwatch and EU/ca fields were updated. Update (B)(4) 2014: on (B)(4) 2014, complaint number reported. (B)(4) was added to the case per previous update. No updates made to narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 15sep2014 in the field. No further follow up is planned. Evaluation summary a daughter of a patient reported that her father's humapen luxura device was not delivering insulin due to a clogged needle. He experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The luxura user manual instructs the patient to prime the device before every injection until a stream of insulin is seen. Priming helps to ensure that the pen and needle are working properly. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer, via a patient support program, concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (humalog mix 75/25) 25 units three times a day, via a cartridge and reusable humapen luxura pen device, for the treatment of type 2 diabetes mellitus, beginning on an unknown date in apr2014. Since an unknown date, recent to reporting, the patient did not realize he was not really applying insulin lispro protamine suspension 75%/insulin lispro 25% due to a needle clog (product complaint (B)(4)/ lot unknown)). As a result, the patients glucose levels increased to 500 mg/dl and he was hospitalized on (B)(6) 2014, two days prior to reporting. Corrective treatment included administration of insulin lispro protamine suspension 75%/insulin lispro 25%. The physician related the event to lack of supply of insulin. No additional information was reported. The patient was to be discharged on (B)(6) 2014. The outcome of the events was unknown. Therapy with insulin lispro protamine suspension 75%/insulin lispro 25% cartridge was continued as of (B)(6) 2014. The patient was the user of the device since (B)(6) 2014. Suspect use since (B)(6) 2014. The training status was not provided. The device was not returned. The reporting consumer did not provide an opinion of relatedness. Update 26aug2014: additional information was received on 21aug2014. It was confirmed the patient was visited by a diabetes educator from a patient support program (psp), thus updated the case source from spontaneous to post-market study. Added: psp reporter contact information. Updated suspect product insulin lispro protamine suspension 75%/insulin lispro 25% to a study drug, updated the causality of the events from not reported to no, and updated the narrative with the new information. Update 03sep2014 : upon review of the source information from 20aug2014 from the global product complaint database. New product complaint ((B)(4)) was created. Updated product tab for humapen luxura and updated the narrative with the change. The medwatch and EU/ca fields were updated. Update 05-sep-2014: on 02sep2014, complaint number reported. (B)(4) was added to the case per previous update. No updates made to narrative. Update 15-sep-2014: additional information received on 12-sep-2014 from the global product complaint database added the device specific safety summary; updated the medwatch and EU/ca fields; and updated the narrative.